Event description:
Ethicon small ligaclip wouldn't load clips. Manufacturer response for clip applier, ligaclip (per site reporter). They will come get the device and initiate a quality control study. They will also reimburse us with a new device.